Event description:
The service report shows the 840 ventilator stopped cyclying while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code, but could not duplicate the reported event. The cse inspected the device and replaced the psol valve as a precaution. The unit passed extended self testing.